Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of over 532 mg/dl. The customer reported insulin pump not working states blood glucoses have been high for the past two weeks, when manual injections are given the glucose levels come down. The customer had no symptoms. The customer treated for the high blood glucose level with the insulin pump and manual injections. The current blood glucose level was 303 mg/dl. The customer did complete troubleshoot. The insulin pump will not be returned for analysis.